Event description:
On (B)(6) 2025, a patient underwent bone biopsy procedure using trek bone marrow kit instrument. Prior to the procedure there was a bug crawling around the device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent bone biopsy procedure using trek bone marrow kit instrument. Prior to the procedure there was a bug crawling around the device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photograph was submitted and formally evaluated. The photograph depicts a bug on a flat surface which is covered with a drape; however, the entire product and product packaging is not visible in the photo, and it is unknown if the drape in the photo is the drape provided in the product packaging. Based on the evaluation of the provided photograph, the reported device contamination with chemical or other material can be confirmed. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as a bug on a flat surface which is covered with a drape. A definitive root cause for the reported device contamination with chemical or other material issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.